Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating. Customer's blood glucose was in the 500's mg/dl. Additionally, it was reported that an auto-off alarm occurred. Customer declined troubleshooting from tandem technical support. No additional information was provided.